Event description:
On (B)(6) 2009 the reporting facility reported a patient event. The source documentation described the event involving the use of the ip2p (2) kit only and did not include the (1104l). Medwatch reports were filed based on the ip2p kit cross reference numbers: 2023988-2009-00046 and 2023988-2009-00058. On (B)(6) 2010 additional documentation was received which confirmed the 1104l (2) were also in use at the time of the event. The event was described as a high readings post placement requiring revision. No patient injury occurred as a result of the event. This report includes the investigation on the 1104l. The reporting facility has since reviewed the directions for use noting user technique resulted in the reported event.

Manufacturer narrative:
The catheter was received on (B)(4) 2009, RMA (B)(4) 2010, and complaint issued on (B)(4) 2010. The catheter was tested with the returned introducer assemblies and sample ip2.p bolt. A sample bolt was used as the bolt was not returned by the customer. The 110.4l catheter was inserted in the licox bolt-introducer assembly per the dfu and the compression seals were tightened as per dfu. The icp readings did not change when the bolt compression seal were tightened. The high readings could not be duplicated. The 110-4l catheter was inserted in the licox bolt-introducer assembly and the compression seals tightened per the following passages from the 110-4l directions for use, section insertion of the camino icp 110-4l catheter into the licox-introducer on page no. 2: insert the tip of the camino 110-4l catheter into the lumen of the introducer marked "icp". Advance the catheter until the male luer-type connector of the bolt adapter fitting contacts the female luer-type fitting of the licox introducer (figs. 1 and 5-b). Engage the male and female luer -type connectors and tighten by rotating in a clockwise direction. Verify that the shoulder of the white plastic sleeve on the 110-4l catheter makes contact with the bold adapter fitting compressor cap (fig. 5-a). The tip of the 110-4l catheter will extend beyond the bolt by 15 mm. Grasp the white plastic sleeve (fig. 6-a) and retract the 110-4l catheter until the black ring on the white plastic sleeve (fig. 6-b) is exposed. Tighten the bolt adapter fitting compressor cap (fig. 5-c). Finally, the tip of the 110-4l catheter will extend beyond the bolt approximately 12 mm (fig. 6). If a temperature probe will be used, refer to the licox introducer directions of use for the insertion of the temperature probe prior to tightening the compression cap. Tight seal prevents infection. Rotate the compression cap (fig 6-c) of the introducer clockwise lightly onto the bolt. Hold the wings of the bolt (fig. 6-d) with one hand while tightening the compression cap with the other. The distance between the wings of the bolt and the compression cap is small when tight, approximately 2 mm (fig 6-). Notes: model number 110-4l. Lot number 305000133072. (B)(4). Exp date: 2010-12. Mfg date: september 29, 2008. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.